Event description:
Boston scientific received information that this permanent pacemaker was explanted due to infection and was placed externally at the right side. This device was connected with a new right ventricular (rv) lead. The patient was dependent and this pacemaker would be kept external until infection is eliminated. This device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.